Event description:
It was reported that a pericardial effusion occurred. A pulse field ablation was attempted using a versacross access solutions, faradrive steerable sheath, and non boston scientific cardiac mapping catheter. The faradrive steerable sheath was placed and the versacross transeptal dilator was inserted and advanced to the right atrium. The transeptal puncture was performed and the patient became hypotensive. Ultrasound imaging identified a ventricular pericardial effusion. One (1) liter of fluid was extracted and the patient stabilized. No further information on the status of the patient is available.